Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, crease fold and opening extended on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior and stress marks.based on the device analysis the final assessment is an opening crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5; d.4; d.9; h.3; h.4; h.6.

Event description:
Healthcare professional confirmed right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, e3, g1.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.